Event description:
It was reported that a patient's leads broke somehow and the system was replaced. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v142889, implanted: (B)(6) 2008, explanted: (B)(6) 2012. Product type: lead. (B)(4).